Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and found to be defective.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument had a broken grip cable at the distal end. Additional findings not related to customer reported complaint were also identified: the fenestrated bipolar forceps instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found 0.230" of the wire to be exposed. The instrument grips were manually manipulated, and the instrument failed the electrical continuity test on all three attempts. There were no signs of thermal damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.